Event description:
It was reported that when the product was removed from its packaging, the surgeon found a crack in the autoincisor handle. The device was not used and there were no adverse patient consequences as a result.

Manufacturer narrative:
Conclusion: the returned device was visually examined and functionally tested. The device functioned as required; visual examination verified that there are two cracks present in the handle. This is one to two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00389 for the other medwatch. The same patient is represented in each medwatch.